Event description:
It was reported that this pacemaker exhibited on the right atrial (ra) channel issues with far-field oversensing and electrical noise, particularly from right ventricular pacing (rvp) events. This has led to multiple episodes of lead safety switch (lss) since the pacemaker implantation. The issue appears to be chronic, dating back to 2021, and is worsened by the unipolar configuration of the ra. Additionally there are concerns of insulation breach. No adverse patient effects were reported. This device remains in service.